Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported by the customer that during routine checks it was found that the cs100 intra-aortic balloon pump (iabp) had damaged cables. No patient was involved, and there was no harm reported. The ECG cables was damaged and had cracked insulation. In addition, the side door latch was broken. The fse supplied the customer with the cable assy, ECG leadwire set, the cable assy, ECG trunk cable, screw, pan head and replaced knob, door latch. There was no intervention on the device as the replaced cables are consumable. Functional tests were performed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine checks the cs100 intra-aortic balloon pump (iabp) had damaged ECG cable and broken side door latch. There was no patient involvement.